Manufacturer narrative:
Please note that the patient's age and/or date of birth, weight, height and gender were unknown. The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (f1634703) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that significant resistance was met while shuttling down a mynxgrip (6f/7f) vascular closure device (vcd) during use with an unknown 6f sheath after a diagnostic coronary procedure. The stopcock was not opened prior to shuttle down; and it is unknown if excessive force was applied during shuttle down step. However, the deployer was not able to shuttle down smoothly or completely. The black bulb piece was just above hub of sheath near the handle. When the sheath was retracted, the sealant remained on the catheter of the device in a twisted looking manner; and had expanded slightly. It was unknown if unusual force was applied when retracting the sheath. There were no kinks in the sheath or device noted after removal. The device was removed and manual compression was held for less than 30 min to achieve hemostasis. The patient's hospitalization was not extended. Patient outcome after the procedure is currently unknown. Additional information was requested, but is unknown at this time.